Event description:
As reported the patient went into the clinic with symptoms of red, crusty, incision and experiencing pocket pain. The physician noticed infection and pocket erosion. The cause of the infection was likely due to the ipg. The physician elected to explant the system with the lead and provided the patient with an external pulse generator. The patient has been discharged.